Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During intravascular temperature management (ivtm) therapy set-up, customer reported that the thermogard ivtm xp system (serial #(B)(4)) displayed "tcm ID:01" (pump failed). Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.